Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported her ipg incision was open and the physician also noted the incision was not closed. The patient reported she underwent surgical intervention the week of (B)(6) 2016 where the ipg site was revised and the wound is healing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information clarified the patient underwent surgical intervention on (B)(6) 2016 for the wound issue. The patient reports the wound is healing.